Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the no image and the e216 scope communication error were caused by a component failure. However, the cause of the reportable event involving foreign material in the air/water channel could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material in the air/water channel, no image was displayed, and an e216 (scope communication error code) occurred. There was no patient involvement.